Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced skin inflammation, skin irritation and swelling. The customer went to the hospital for the sensor issue. Sensor will be returning for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
Adverse event has been updated to malfunction from serious injury.

Manufacturer narrative:
Unable to repeat or reproduce skin irritation in lab.

Manufacturer narrative:
Unable to repeat or reproduce skin irritation in lab.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.